Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. It was not reported whether the patient was hospitalized. The patient was treated with vancomycin injection (2gm/ every 7th day/ intraperitoneal/ discontinued) and ceftazidime injection (1gm/ once daily/ intraperitoneal/ discontinued) for peritonitis. At the time of this report, the patient was recovered from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.